Manufacturer narrative:
(B)(6) 2014 follow up: customer reported that their pump turned back on about 24 hours after the initial call with tandem technical support. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shut off at 60% battery life and was responsive. There was no pt involvement as the customer was not using the pump at the time of the shutdown.